Event description:
The customer initially reported that the external coating at the top of the phaco tip partially came off. A bit of color is detected also inside the tip. Trace of coating left in the anterior chamber (iris) of patient eye after cataract procedure using this tip. The trace of coating was detected at the 1 day post operative visit check. The trace of coating was removed with a forceps the day after the surgery. The trace of coating was not available for evaluation. 10/12/2007: additional information received from the doctor stating that no extra medical/surgical intervention was performed. 10/19/2007: received the completed questionnaire from the doctor. After surgery it was noticed a foreign body (probably metallic) on the iris. Outcome of the event is excellent.

Manufacturer narrative:
A 1.1mm round flared phaco tip (anodized partial light blue) was visually inspected with the aid of a microscope at 30 magnification. The bevel and the remaining areas of the tip are visually acceptable. There is slight wear on the threads and scoring on the back of the flange. The tip has a dark blue anodizing color in the inside diameter, bevel surface, and at the beginning of the outside diameter. This same anodizing color is also present around the aspiration bypass hole. The device history records for the two apd component lots were reviewed. The lots were released based on alcon's acceptance criteria. The anodizing color present at the bevel region, on the beginning of tip, and around the aspiration hole is permitted by specification and will not affect the tip function or safety. No corrective action taken.